Manufacturer narrative:
Patient had a "pit scar" on the face, specifically on the nose and chin area. There was no medication associated with the incident. The treatment parameters were not followed per the device's clinical reference guide, so user error contributed to the event. Since the scarring had developed on the patient, it is expected for this injury to be permanent damage. The device was evaluated and operated as intended. This event is reportable since the patient's pit scar resulted in a permanent injury.

Event description:
Patient had a "pit scar" on the face from a laser procedure.